Event description:
With the monaco radiation treatment planning system, if the user selects the monte carlo algorithm for final dose computation, it is possible that the finite size pencil beam (fspb) algorithm will be used instead. There is no indication on the output of the system that this has occurred which may lead the oncologist to make a false assumption regarding the accuracy of the dose presented.

Manufacturer narrative:
Customer advisory for details of the issue. The advisory will be sent to all monaco customers worldwide.